Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator power cord had been loose. The field service engineer repositioned the cord to ensure the plug was no longer exposed, and the cord was fully reseated. Finaly the fse rebooted the refrigerator to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator cord repeatedly came loose. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, upon investigation of the device, a field service engineer noted that the cord produced sparks when the technician attempted to plug it back in. Therefore, this case has been deemed reportable as a thermal event. There were no adverse events or injuries reported based on this event.